Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is not powering on. No patient involvement .

Manufacturer narrative:
The manufacturer's field service engineer performed an extended self-test and a short self-test, and both passed with no issues. No parts were deemed defective. The device successfully passed performance specification testing. No further repair was required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.